Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables and drive cables to be frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that during central processing, a frayed wire was identified on the pk dissecting forceps instrument. The instrument was not used during a surgical procedure. There was no patient harm, adverse outcome or injury reported.